Manufacturer narrative:
(B)(4). Concomitant devices: cutter device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition that the cutter device released from the motor device was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device red indication line was missing and the rotational speed was below specification. The device also failed pretests for muffler tube verification, modified setscrew and rotational speed assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a spinal procedure, the cutter device released from the motor device. During service and evaluation, it was determined that the motor device red indication line was missing and the rotational speed was below specification. The device also failed pretests for muffler tube verification, modified setscrew and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.